Event description:
Journal reference: phillips et al. "Imaging appearance of intrathecal catheter tip granulomas: report of three cases and review of the literature." Am j roentgenol 2007; 189(6): 1524. Three patients who received a spinal catheter for intrathecal administration of opioids underwent surgery for removal of an inflammatory mass at the intrathecal catheter tip. Reported event: male with chronic lower back pain and multiple previous spinal operations had increasing back pain refractory to increasing dosages of morphine, progressive leg weakness, and 2 days of urinary retension. MRI of the lumbar spine showed a nodular soft tissue mass at the t12-l1 level, corresponding with the location of the intrathecal catheter. The mass was causing severe compression and displacement of the conus medullaris. During exploration, a rubbery hypervascular encapsulated yellow mass was identified at the catheter tip. All bacterial and fungal cultures were negative. At follow-up, the lower extremity weakness progressed to the point of nearly complete absence of motor strength.